Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. One needle did not present on deployment. Backdown of the needles to their original position was not successful. During a second attempt at backdown, the device separated at the crimp ring. The pt was sent for surgical removal of the device. Surgery was successful and the pt did fine.